Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient had pocket infection of unknown cause. Pre-operative scan revealed that the patient had atrial septal defect and possible tricuspid valve trouble. No intervention was performed at that time. Additional information was not reported.